Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received by a vad coordinator that a patient presented to hospital with pain with swallowing liquids and solids. Around this time, she also noted that her urine had turned pink in color along with an increase in her hvad flows (between 7-8lpm). She denied having any fever and chills. She reported that she had been in her prior state of health prior to (B)(6) 2016. Since pump thrombus was suspected, she was transferred to a vad implanting facility and admitted to the cardiovascular surgical progressive care unit for management. The patient was initially treated with tirofiban and heparin infusions, oral aspirin and warfarin. This treatment appears to have been unsuccessful. According to the surgeon's note that was dated (B)(6) 2016, the patient's laboratory values confirmed her suspected hemolysis. She underwent pump exchange for suspected thrombus on (B)(6) 2016. After the exchange, the patient is reported to have recovered and was discharged home on (B)(6) 2016.

Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via log file analysis since log files were not provided for analysis.  Analysis of the device revealed that the device passed dimensional verification, but visual examination revealed scoring marks on the housing ceramic surfaces and on the matching surfaces of the impeller. Post-explant functional analysis revealed that pump (B)(4) failed to meet pre-implant requirements with power average consumption of 2.07 watts vs 2.03 watts. Given that this slight deviation in power was not present prior to release of the device, it was most likely introduced during use. The abrasion marks found on the upper and lower housing ceramic surfaces and impeller surfaces may have resulted in an imbalance of the impeller likely contributing to deviations in power. Independent pathology report revealed evidence of thrombus within the pump. The mechanical abrasions of the housing surfaces and the matching surfaces of the impeller are indicative that external factors, such as thrombus formation, may have forced the impeller against the housing with sufficient strength to overcome the preload of the magnetic spring/suspension system. Clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. From all indications the device operated within specifications and as intended with no indication of any device malfunction. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.